Event description:
After approx 2 days of iab therapy, alarms sounded and blood was noted in the tubing. The iab was removed and not replaced. No pt injury occurred as a result of this event. No further details are available.